Event description:
It was reported by the customer post op an adjustable band procedure, she began to develop acid reflux which got progressively worse. Approximately a year later, another scope was performed, which confirmed the acid reflux. She was prescribed nexium and later prescribed sulcrate as the condition did not improve. The conditions reportedly worsened and another scope was done. The following month, the surgeon told the patient the band had slipped/part of the stomach had come up over the band. In the following month, the doctor scheduled emergency surgery to remove the band. The band was found to have slipped further and was around at the midpoint of the stomach. The stomach was swollen and painful. She reports the stomach lining was very thin, due to swelling. She remained in the hospital for five days with a drainage tube until it was confirmed there was no leakage from the stomach. She recovered in approx 6 weeks but continues to have stomach pain and esophagitis. Due to privacy laws in canada, the canadian affiliate cannot contact the doctor to confirm.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.